Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the cuff was not deflated. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed, and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff held the air and no issues were observed at the time of deflation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.